Manufacturer narrative:
No patient information as no patient was involved in this concern. Per RMA a replacement vertek arm was sent to site. Upon evaluation of returned part, the starburst end of the vertek arm would not lock down.

Event description:
A medtronic representative reported the vertek arm, used with the stealthstation treon, will not lock down. There was no patient present.